Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with bleeding from the implant site. Pocket revision was performed and patient was treated with antibiotics due to infection. The system was replaced on (B)(6) 2015. The patient was in stable condition following the procedure.